Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, while tacking mesh in place, the device jammed after a few tack deployments. A new one was opened to complete the case and resolve the issue. There was no patient injury.